Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-15595 and 15596. The patient has 2 model 3146 leads (from the same lot) implanted as part of his scs system. It was reported the patient has not used or charged his scs system for greater than 2 years due to experiencing ineffective simulation. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.